Event description:
Information received indicates that, the needle of the aortic root cannula is difficult to remove. This is a problem when discovered after the insertion of the needle into the aorta. There have been no reported consequences to the patient.

Manufacturer narrative:
H3 analysis: a visual inspection showed the return product to be in two pieces; 1) the needle still attached to the luer, and 2) the silicone tubing where it was originally attached. The luer appeared to be pulled from the silicone tubing. However, the luer was easily loosened from the needle, with no indication of bonding. Conclusion: the product as returned did not meet specifications and was related to the event. We are unable to draw a conclusion as to the exact cause of the event.